Event description:
The user facility reported that an employee was affected by sterilant fumes after he opened the lid of a system 1e unit. The employee was not wearing protective eyewear at the time of the event. The employee had noticed an error message on the system 1e that read ¿heat problem, cycle not complete.¿ the employee then removed the partially emptied sterilant cup from the aspirator and was affected by sterilant fumes in the eyes and nasal passage. The employee then disposed of the s40 steriliant cup in a garbage bag. The employee washed his eyes using the eye wash station and visited an optometrist where he was prescribed eye drops for the irritation. The employee has since returned to work. The instrument in the system 1e at the time of the event was not used on patients and was reprocessed in another machine. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and verified the cycle printout tape indicated it faulted for a "heat problem" during a processing cycle. The technician inspected the unit, initiated and performed a diagnostic and processing cycle and found the unit operating to specification. The reported event could not be duplicated. The employee was not wearing the required ppe at the time of the event. The system 1e operator manual, section (1-3) states, "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The director of the facilitys sterilization department, stated that the actions of the employee deviate from standard practice of the facility and constitutes an operator error. A steris account manager has offered an in-service to the facility which was accepted; however the facility has not confirmed a date at this time.